Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited a rise in both pacing and shock impedance values with high capture thresholds. The patient underwent a surgical intervention to abandon the lead and implant a new product. No additional adverse patient effects were reported.